Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device : yes') and pelvic pain ('localised pain') in a female patient who had essure (batch no. B72583) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy/abnormal bleeding"), menstrual disorder ("changes to menstrual cycle") and dyspareunia ("dyspareunia") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the device dislocation outcome was unknown and the pelvic pain, genital haemorrhage, menstrual disorder, dyspareunia and hormone level abnormal had not resolved. The reporter provided no causality assessment for dyspareunia, genital haemorrhage, hormone level abnormal, menstrual disorder and pelvic pain with essure. The reporter considered device dislocation to be related to essure. Batch no b72583. Production date 2013-09-28. Expiration date 2016-09-30. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 8-nov-2021: event essure migration was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('localised pain') in a female patient who had essure (batch no. B72583) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy/abnormal bleeding"), menstrual disorder ("changes to menstrual cycle") and dyspareunia ("dyspareunia") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, genital haemorrhage, menstrual disorder, dyspareunia and hormone level abnormal had not resolved. The reporter provided no causality assessment for dyspareunia, genital haemorrhage, hormone level abnormal, menstrual disorder and pelvic pain with essure. Batch no: b72583, production date: 2013-09-28, expiration date: 2016-09-30. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Amendment: the report was amended for the following reason: ¿heavy/abnormal bleeding¿ was recoded to the medra llt: ¿genital haemorrhage¿. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("migration of essure device : yes") and pelvic pain ("localised pain") in an adult female patient who had essure inserted (lot no. B72583). Additional non-serious events are detailed below. The patient had a medical history of paratubal cyst, irritable bowel syndrome, abdominal pain, asthma, uti, parity 2, vaginal bleeding, dysuria, low back pain, irritable bowel syndrome and abdominal bloating. Concomitant products included ondansetron, paracetamol and diclofenac. On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2020. On unknown date she experienced device dislocation (seriousness criteria medically important and intervention required), pelvic pain (seriousness criteria medically important and intervention required), genital haemorrhage ("heavy/abnormal bleeding"), menstrual disorder ("changes to menstrual cycle"), dyspareunia ("dyspareunia"), bladder disorder ("bladder problem"), gastrointestinal disorder ("bowel problem"), urinary tract disorder ("urinary problem"), mental disorder ("psychological issues"), fatigue ("fatigue") and headache ("headaches") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (laparoscopy and bilateral salpingectomy, removal of left essure plus hysteroscopy and salpingectomy). At the time of the report, the pelvic pain, genital haemorrhage, menstrual disorder, dyspareunia and hormone level abnormal had not resolved. The outcomes for device dislocation, bladder disorder, gastrointestinal disorder, mental disorder, fatigue and headache were unknown. The reporter considered bladder disorder, device dislocation, fatigue, gastrointestinal disorder, headache, mental disorder and urinary tract disorder to be related to essure administration. No causality assessment was received for essure with regard to menstrual disorder, dyspareunia, genital haemorrhage, hormone level abnormal or pelvic pain. The reporter commented: trailing coils- right-7, left-3. Diagnostic results (normal ranges are provided in parenthesis if available): [histology] on 25-feb-2020: macroscopic description: segment of fibrofatty tissue including fimbrial end 75 x 12mm (with pressure coil) and paratubal cyst up to 12mm. (Tube 1) segment of fallopian tube including fimbrial end. 75 x 10mm. Parafimbrial cyst up to 6mm (tube 2). Microscopy: one of the tubes contain a simple paratubal cyst. The other tube is unremarkable. Batch no b72583 production date 2013-09-28 expiration date 2016-09-30. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 26-jan-2024: medical record received. New events bladder, bowel and urinary problems, psychological issues, fatigue & headache are added. Medical history & reporter information updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('localised pain') in a female patient who had essure (batch no. B72583) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("changes to menstrual cycle"), dyspareunia ("dyspareunia") and menorrhagia ("heavy/abnormal bleeding") and was found to have hormone level abnormal ("hormonal problems"). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, menstrual disorder, dyspareunia, menorrhagia and hormone level abnormal had not resolved. The reporter provided no causality assessment for dyspareunia, hormone level abnormal, menorrhagia, menstrual disorder and pelvic pain with essure. Batch no b72583 production date 2013-09-28 expiration date 2016-09-30. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 11-mar-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('localised pain') in a female patient who had essure (batch no. B72583) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("changes to menstrual cycle"), dyspareunia ("dyspareunia") and menorrhagia ("heavy/ abnormal bleeding") and was found to have hormone level abnormal ("hormonal problems"). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, menstrual disorder, dyspareunia, menorrhagia and hormone level abnormal had not resolved. The reporter provided no causality assessment for dyspareunia, hormone level abnormal, menorrhagia, menstrual disorder and pelvic pain with essure. Most recent follow-up information incorporated above includes: on 1-mar-2021: case upgraded from non-serious-incident to serious incident. New events added: changes to menstrual cycle, dyspareunia, heavy/abnormal bleeding, hormonal problems and localised pain (intervention required was marked for this event). Salpingectomy was done. Essure was removed. Injury nos was deleted as event. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.